Event description:
It was reported that the customer had blood in her infusion set. Customer had issues with frothy bubbles in her reservoir and was unable to get them out. Customer stated that she was changing the reservoir for the third time. Customer's blood glucose level was 89 mg/dl. The bubbles were near the transfer guard and are bigger than a champagne bubble. Customer stated that the pump was not rewound with the reservoir in place. Insulin was stored at room temperature. Customer was able to clear the bubbles from the reservoir and continued on pump therapy. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.